Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a fog free function error, distal fiber breakage, scratches on distal edge, chipped distal cover glass, dents on outer tube, cut in light guide cable, cracks on side of video connector, reflection on image, and light transmission failed. There was no patient involvement.